Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. However, bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through a CAPA. The CAPA has identified the most likely root causes and corrective actions are in the process of being implemented.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes were under filling by more than 10%. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 07/03/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
514149, (B)(6), 1917413-2018-03167, 8/2/2018 14:51 MDR other. No. No. Initial malfunction. It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes were under filling by more than 10%. There was no report of exposure, serious injury or medical intervention. (B)(6). Complaint closure, asia pacific.